Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use, and the monitor went black. A restart was conducted which resolved the issue for approximately 10 minutes before it occurred again. The system was restarted again, temporarily resolving the issue, before it would reoccur. The procedure was completed by restarting the system several times. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was no image on flexvision pc. After working with the customer to restart the system, it worked briefly, but the red-light emitting diode (led) on the flexvision pc kept flashing indicating an error. Analysis of system log file indicated issues with flexvision pc and software detection. A philips field service engineer (fse) examined the system on-site and confirmed the reported malfunction. The fse replaced the flexvision pc, reloaded the software and restored the backup to resolve the issue. Additionally, the 24v power supply on the m cabinet was replaced as a precaution due to errors being seen in the log file indicating a potential issue. Parts analysis of flexvision pc identified graphics processing unit (gpu) had failed. Following the replacement of flexvision pc and power supply, the system was returned to use in good working order. Part analysis of the 24v power supply was inconclusive. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision pc failed to remain powered on. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.